Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that there was an allergic foreign body response and that the device produced pelvic pain immediately. The foreign body response progressed within six months into complete saddle anesthesia with associated bladder, bowel, and sexual dysfunction. The patient underwent full surgical removal of mesh after which the patient experienced a partial and progressive reduction in saddle anesthesia. However, as sensory nerves began to work, chronic pelvic pain developed due to nerve damage. The patient experienced chronic pelvic pain, bladder dysfunction (stress and urge incontinence), sexual dysfunction (dyspareunia), bowel dysfunction (severe chronic constipation and problems evacuations), and has subsequently developed moderate to severe me/cfs (myalgic encephalomyelitis/chronic fatigue syndrome) to the extent that the patient is now registered as disabled. No additional information is available.